Manufacturer narrative:
Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that critical care nurses reported in an online survey that the physician stated that he or she was not able to successfully dilate the nephrostomy tract because the entry point was within the 11th and 12th ribs, which was considered the most successful location for placement; however, due to the presence of the ribs, dilation was not possible, and calyxo was required for safe access. The physician noted that the issue was related to patient anatomy and not to the balloon. The physician also stated that he or she was not able to successfully place the working sheath because dilation could not be achieved. Additionally, the physician stated that he or she was not able to successfully sustain pressure or deflate the balloon because access could not be obtained. Finally, the physician stated that the patient was not stone free at the completion of the procedure.